Manufacturer narrative:
Batch review performed on 07 jun 2019: lot 120383: (B)(4) items manufactured and released on 27-apr-2012. Expiration date: 2017-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: 3 years after primary cemented tka the patient complains about anterior knee pain and the surgeon resurfaced the patella and applied a thicker insert. No information is of course yet available about the success of this treatment. Apparently, it's a case of disease progression and secondary instability and not caused by a deficiency in the implanted device performance.

Event description:
The patient had knee pain, the cause is unknown. About 3 years after primary the surgeon resurfaced the patella and revised the 14mm insert with a 20mm one. The surgery was completed successfully.